Manufacturer narrative:
The device has been received by zoll singapore for shipment to zoll medical corporation- chelmsford for evaluation. This claim will be re-opened for investigation when the device is received at zoll chelmsford.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.